Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when deploying the pouch inside the patient, the metal ring detached from device and fell into the abdomen. Piece was retrieved from patient. Changed to a like product to complete the case. No adverse event to patient. Minimal delay in procedure, less than 30 minutes.

Manufacturer narrative:
(B)(4). Missing support arm pin. The pouch device was received with the support arms detached from the push pull rod; in addition, the bag was returned along with the instrument and it was found to be torn at the bottom end (not at the seams). Upon visual inspection, flash was found inside the support arm pin area. During evaluation the support arm pin was noted to be missing, leading the support arms got detached from the push pull rod. The batch record was reviewed and no anomalies were noted during the manufacturing process.